Event description:
It was reported via legal documentation that a patient had a right total shoulder replacement procedure on (B)(6) 2017 and then was revised on (B)(6) 2024. Patient required revision surgery for issues including but not limited to component loosening. Both the humeral stem and anatomic cage glenoid components were loose. The components were removed and the surgeon implanted competitor implants. There was no reported breakage of a device or surgical delay/prolongation. The patient was last known to be in stable condition following the event.

Manufacturer narrative:
D10 concomitant devices: 4430522 310-01-50 - equinoxe, humeral head short, 50mm (beta). 4771083 300-10-45 - equinoxe replicator plate 4.5mm o/s. 4838568 300-01-12 - equinoxe humeral stem primary press fit 12mm. 4870014 300-10-45 - equinoxe replicator plate 4.5mm o/s. 4875970 315-35-00 - glnd kwire. 4906933 315-35-00 - glnd kwire. 4918874 300-20-02 - equinox square torque define screw drive kit.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The reason for the revision reported cannot be confirmed from the information provided but may have been due to an insufficient bond between the glenoid component and the bone and/or the humeral stem and the bone which led to aseptic (non-infected) anatomic glenoid loosening and/or humeral loosening respectively. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.